Manufacturer narrative:
Analysis was not performed due to there being no allegation of a device/product malfunction; the event involved a non-analyzable medical issue if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that no cause was determined for the infection. The rep reported that the device was currently still implanted in the patient and that there was a tentative date for explant scheduled. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a160 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead product ID 977a160 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that a sample of fluid that was surrounding the lead top was found to not be an infection. The rep reported that the healthcare provider (hcp) thought that maybe it was cerebral spinal fluid. The rep reported that they were discussing possible removal of the lead, but because the system was working so well for the patient, they were hesitant to remove. The rep reported that considering that it was a short amount of time for it to reappear, the rep thought it may be best to remove the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the explant was scheduled for (B)(6).

Manufacturer narrative:
Other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2017 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was an infection at the lead site. The rep reported that the reason the leads were explanted was ¿possible infection.¿ the rep reported that the leads were explanted sometime before 2017-10-27 when the new leads were implanted. No further complications were reported.